Manufacturer narrative:
Calibration and qc were in specifications prior to the event. Customer had replaced the glucose reagent syringe but this did not resolve the issue. A field service engineer (fse) replaced the glucose module. Root cause of this event is unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that two false low glucose (glucm) results were generated by the unicel dxc 800 pro synchron clinical systems when running in duplicate mode. Patient results are provided. The results were not reported out of the lab. Patient treatment was not affected. Customer is running patient samples in duplicate mode prior to reporting the results.